Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off overnight due to low battery. The customer's blood glucose (bg) level was 526 mg/dl and was treated with a manual injection. Customer indicated that ketone level was small; however, also indicated that diabetic ketoacidosis was experienced at the time of event. Tandem technical support reviewed pump data and verified that the battery depleted at an expected rate and appropriate low power notifications were declared prior to shutdown. The customer acknowledged. Reportedly, the customer resumed insulin delivery on the pump and continued to use the pump for insulin therapy.